Event description:
The lay user/patient called lifescan (lfs) in 2007, alleging the one touch ultrasmart meter was prompting and error 1 message and the ok button was stuck. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issues occurred three days before. After the reported issue, the patient reported feeling shaky and unable to focus. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient reported symptoms that can be associated with low blood glucose after the meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.